Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer also stated there was a piece missing from their insulin pump. The customer's insulin pump was also cracked near the battery cap. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Moisture traces were noted at the motor assembly per visual inspection. The insulin pump was received with cracked case at display window, minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.